Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a 95 % stenosed, de novo lesion in the proximal left anterior descending artery (lad). After pre-dilatation was performed, the 3.5 x 33 mm xience alpine stent delivery system (sds) attempted to advance through the guiding catheter; however, resistance was met which resulted in damaged stent struts due to a preformed bend [kink] in the guiding catheter. During removal resistance was felt as well, due to the bend in the guiding catheter. Another sds was used to complete the procedure with success. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.